Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device jammed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Jaw/cam. Evaluation summary: the analysis results confirmed that the el5ml device was received non-functional. The device was cycled, fed and properly formed the remaining eight clips. However, during testing the device was noted to have sticking issues. Additionally, the antibackup mechanism was noted to be non-functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.